Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also fr report number 2032227-2011-02608.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer did not want to troubleshoot. The customer only reported that he felt the sensors were not working. Nothing further was reported.